Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the image was no longer displayed due to the failure of the cable unit. The cable failure is likely due to user handling. The instruction manual identifies the following verbiage regarding device handling related to the cable, which may have prevented the phenomenon: "- do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. - never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. - do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. - never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found no image on the screen due to a damaged cable. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported a 4k autoclavable camera head was broken. Upon evaluation of the device by the manufacturer, it was found there was no image on the screen due to a damaged cable. No patient harm or impact to patient care was reported for this event.